Event description:
It was reported that the patient had an implantable neurostimulator (ins) implanted into her back "a few days before (B)(6)" and the ins had since rotated in the pocket, causing the patient considerable back pain. A revision surgery was planned to place the ins in a different pocket. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).